Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The insulin pump was received with a loose and flush drive support disk. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, a severely scratched display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported a loose drive support cap on the insulin pump. No additional information is provided.